Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue. A blank display was also observed during testing and the lcd screen was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a failure of the oxygen blending module board, lcd screen and front panel/keypad pca. The oxygen blending module board, lcd screen and front panel/keypad pca were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the oxygen blending module board failing was due to capacitor (c6) having a short. The lcd screen and front panel/keypad pca were evaluated and were found to operate to design specifications.